Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient said with the device that the pain is worse. The patient stated that she had a doctor visit where he changed her splint, and she was at a pain level of 12 out of 10. The first day she used our bhs the patient experienced discomfort in all of her toes on that foot at all of the operative sites. Her pain level was at a 7 or 8 out of 10 while treating with the device. The patient claims no new activities as she is non-weight-bearing. On saturday and sunday, her treatment time was for approximately 7 hours and on both days the pain level was at a 7 or 8 out of 10. On monday, the patient's treatment time was 10 hours, and her pain level was a 10 out of 10. The patient advised she has regularly been on pain medication since her surgery. The patient also stated that at times the pain medications do not help her pain. The patient advised she has some relief when she turns off the device, but she "grins and bears¿ the pain while treating. The patient claims she has swelling with or without the device. The patient also stated that she has an intermittent low-grade fever since before she started using our device. The patient called and spoke with the physician¿s assistance at her doctor's office. The physician¿s assistance suggested she call her sales rep for advice on her discomfort. The physician¿s assistance advice on the fever was that it is a normal response to the surgery. The patient will perform the time test to see if she can better tolerate treatment and report back to the sales representative or customer service with any issues or questions.

Event description:
It was reported that the patient said with the device that the pain is worse. The patient stated that she had a doctor visit where he changed her splint, and she was at a pain level of 12 out of 10. The first day she used our bhs the patient experienced discomfort in all of her toes on that foot at all of the operative sites. Her pain level was at a 7 or 8 out of 10 while treating with the device. The patient claims no new activities as she is non-weight-bearing. On saturday and sunday, her treatment time was for approximately 7 hours and on both days the pain level was at a 7 or 8 out of 10. On monday, the patient's treatment time was 10 hours, and her pain level was a 10 out of 10. The patient advised she has regularly been on pain medication since her surgery. The patient also stated that at times the pain medications do not help her pain. The patient advised she has some relief when she turns off the device, but she "grins and bears¿ the pain while treating. The patient claims she has swelling with or without the device. The patient also stated that she has an intermittent low-grade fever since before she started using our device. The patient called and spoke with the physician¿s assistance at her doctor's office. The physician¿s assistance suggested she call her sales rep for advice on her discomfort. The physician¿s assistance advice on the fever was that it is a normal response to the surgery. The patient will perform the time test to see if she can better tolerate treatment and report back to the sales representative or customer service with any issues or questions. Later, an attempt was made by phone to follow up on the patient's doctor appointment. The patient stated that she was experiencing more pain every time she used the device. The doctor confirmed that she could stop treatment due to the pain. The doctor did not prescribe anything for the pain. No additional patient consequences have been reported. The bhs unit was returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. Investigation summary: the bhs controller was received for evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. (B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The DHR was reviewed. All evaluation results did not show any discrepancies. The failure was not confirmed for the reported condition of "issue with controller". The controller was tested and operates as intended. Review of complaint history identified (B)(4) total complaints from ((B)(6) 2023) to ((B)(6) 2024) for pn (1068234) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.